Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported three cassettes leaked before a cataract procedure. The product was changed, and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking, indicates no adverse trend for this lot for this event. The three returned samples were visually inspected and no obvious defects were found. The balls in the drip chamber check valves moved freely, per specification. A submerge leak test was performed on the cassettes. No leakage was observed, during generating 200 millimeters of mercury (mmhg) pressure into the cassettes by the mensor. A calibrated console representing the current software version was used to test the sample. The samples could prime and tune with the ultrasonic handpiece, with the 0.9 millimeter (mm) aspiration bypass system (abs) tip. And the returned infusion sleeves successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bags without any interfering. No message code appeared on the screen. No leakage was found from the drip chambers, the connectors, the cassettes, the drain bags, the manifolds, the pump elastomers or onto the pump area of the fluidics module. The cleaning process was able to be performed, after functional test was completed. The root cause of the customer's complaint could not be established. The returned samples functioned, per specifications. After an investigation of this complaint, it has been determined, that this sample functioned, per specifications. Therefore, no corrective action is required at this time. Current tracking, indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.